Event description:
This customer obtained a lower than expected vitros phyt result on a single patient sample while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a single, lower than expected vitros phyt patient result occurred while using the vitros 5,1 fs analyzer. Processing details could not be provided, so it could not be determined whether the sample was processed appropriately. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance testing prior to service confirmed that the vitros 5,1 fs system and vitros phyt reagent slides were performing as expected, however, ocd service optimized the instrument. Performance testing following service verified that the instrument continued to operate as expected. A definitive root cause for the event could not be determined, however, pre-analytical sample processing and/or an instrument related issue cannot be ruled out as potential contributing factors.